Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose of 400mg/dl. High blood glucose was treated with use of the pump. Customer also states that their sensor giving calibration error and sensor getting off. Customer performed troubleshoot for calibration error but declines to perform troubleshoot for high blood glucose level. The insulin pump will not be returned.